Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient liaison spoke with patient about the difficulty he states he is having with his inflatable penile prosthesis (ipp) device. He states that the pump bulb is too hard to pump. He states that he did go back to his physician in the early days after he was cleared to use his implant and that the physician was able to inflate, but that he is not able to and has not ever been able to inflate. He states that the dr. Who implanted him and the entire group are no longer in practice so he does not know who to see in anchorage for assistance. Patient liaison is reaching out to the sales representative for assistance in finding a doctor for him to see. Patient liaison have also gone over trouble shooting with the patient to include reboot/ burp and anti-stiction. He is going to attempt these maneuvers to see if he has any success and he will contact patient liaison with an update.